Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported: "the surgeon complained that the triathlon patella drill was burring out against drill guide. Another device was immediately available for use and case completed successfully."